Event description:
It was reported that the pulse generator exhibited episodes of automatic mode switch. Oversensing was also present in the atrium. The device remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).